Manufacturer narrative:
Initial and final (B)(4) - device 5 of 5. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced five infusion set's leakage events on (B)(6) 2025. The leakage was at site. The infusion set had been in use for less than 24 hours. The patient presented with a high blood glucose reading of above 600 mg/dl. Patient experienced symptoms of not feeling well and nausea. Patient was treated via pump. No further information available.